Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The calculated battery of the s-ICD exhibited a decreased from 52% to elective replacement indicator (eri) in a period shorter than expected. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The calculated battery of the s-ICD exhibited a decreased from 52% to elective replacement indicator (eri) in a period shorter than expected. Subsequently, this device was explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.